Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 301 mg/dl. To address the bg level, the customer partially delivered a correction bolus. However, the customer reported that the full bolus request was not delivered. Additionally, the customer did not receive any alerts or alarms which would suspend deliveries. Multiple attempts were made by tandem¿s technical support to advise the customer to upload the pump data logs for a log review to be performed; however, no additional information regarding this event was provided.